Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "diverticulitis", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 3mls of harmonica with lidocaine into the cheeks and then just over a month later injected with another 2mls. About 7 months later, patient experienced severe pain and diverticulitis. Event not related to devices. Patient was hospitalized and surgery conducted two days later. Event ongoing.